Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a cubie pocket was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) checked the network port and replaced the network cable to resolve the issue. Fse tested and performed preventive maintenance. The system functioned as intended after the field service engineer had repaired the device.